Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported the patient¿s ins battery was dead and it had not worked since 2017, patient had not seen a physician to have the ins checked. Patient service suggested patient contact a doctor to have the ins checked. No further complication and no symptoms were reported.